Event description:
The dr reported that a pt had developed a corneal ulcer. After successfully wearing purevision contact lenses on a daily wear basis, the pt transitioned to extended wear. Experiencing ocular pain and redness, the pt presented to the dr's office after 3 days of extended wear. An anterior chamber reaction and ocular discharge were noted. The dr diagnosed a peripheral corneal ulcer and implemented treatment without taking cultures. Subsequently, the pt recovered and resumed wearing purevision contact lenses on a daily wear basis. Two months following treatment there is a residual corneal scar with no loss of visual acuity or in-growth of limbal vessels. Although no culture results are available to confirm an infectious corneal ulcer, a serious injury, the MFR considers infectious corneal ulcer the presumptive diagnosis based on the associated clinical signs and symptoms.